Manufacturer narrative:
Date of submission 1-may-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 20-apr-2018 with the following findings: on investigation, all keypad buttons demonstrated normal response. There was no evidence of contamination or damage of the button contacts. The keypad cover was intact and without damage. Investigation did not duplicate the complaint. Moisture corrosion was found inside the pump on the keypad connector inside the pump. Unrelated to the original complaint, the display screen was noted to be dim/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.